Event description:
It was reported that a femoral/tibial impactor pad fractured in the center during surgery. There is no additional information available.

Manufacturer narrative:
(B)(4). G2- chile. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Visual inspection of the provided images performed. Images clearly show that the impactor has fractured down the center of the part and into two pieces. Fracture analysis cannot be performed from the images provided and due to the part not being returned. Neither the item number nor lot number could be confirmed from the provided images. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Device has a potential field age of over five years and exhibits signs of repeated use. The root cause of the event is attributed to wear and tear of the device from repeated use over time. This complaint is confirmed via analysis of the images provided. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue. To monitor for trends.

Event description:
No further event information available at the time of this report.